Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited low impedance; review of electrograms revealed lead noise. The patient is pacemaker dependent; the lead was capped and a new lead was implanted successfully. Patient was fine before, during and after the procedure.